Event description:
It was reported that while using the surgical fiber during a prostate procedure, the cap detached at 159,836 joules of use. The fiber was replaced and at 80,274 joules while using the second fiber, decreased tissue vaporization efficiency was observed and the fiber tip appeared damaged and blackened. The case was completed using a third fiber. There was no injury reported. This report is for the first fiber used.

Manufacturer narrative:
Fiber and cap refer to thermal problem. Fiber analysis: the fiber's metal cap was found to be detached and severe devitrification of the glass cap was observed. The metal cap was not returned with the product. There was no indication or report of any part of the device remaining inside the pt. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam and diminished tissue vaporization or the system would be placed into standby mode. The probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and/or anatomical/procedural factors encountered during the procedure.